Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the balloon catheter was over-inflated when the balloon did not occlude back flow and the balloon burst. The balloon catheter was removed and a different system was utilized. No patient complications have been reported as a result of this event.